Manufacturer narrative:
The unit was received for investigation on september 03, 2025. There was confirmation for the return reason of battery connection defect. No accessories were received with the unit. The unit will be scraped after the approval of this fir document as the unit has been more than 5 years since it's production. The patient received a replacement unit.

Event description:
On (B)(6) 2025, the patient called inogen to report that the device was not providing adequate oxygen, with levels dropping to 86% while walking and 89% while sitting. He mentioned that he has been monitoring the device closely since his hospital stay from on (B)(6) and went to the hospital the day of the incident. The patient is back home recovering and doing well.